Event description:
It was reported via litigation paperwork that unidentified injuries were allegedly sustained during the loading of an unoccupied cot.

Manufacturer narrative:
Investigation underway.